Event description:
It was reported that this right ventricular (rv) lead recorded multiple shock impedance measurements of zero ohms. The patient was noted to have been hospitalized during that time. Device data was sent to rhythmcare for review. Data review indicated the cause of the zero measurement could be associated with electromagnetic interference (emi) from the equipment in the hospital. Rhythmcare then provided troubleshooting options and recommended performing an x-ray. This lead remains in service. No additional adverse patient effects were reported.